Manufacturer narrative:
Product analysis: the missing ring was confirmed. Also found to be broken and/or missing were the case, bail and bail cover, and two control knobs. The device failed a current drain test. Printed circuit board (pcb), lead and battery flex cables, and two keypads were also identified as requiring replacement. Device was returned unrepaired, per customer request. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for repair of a missing ring, and subsequently tested out-of-specification. There was no patient involvement.